Event description:
Surgeon and other staff were using the davinci xi for a urological procedure. The outfield and infield monitors in the operating room flickered multiple times throughout case in operating room and eventually went black. Reduced visualization and inability to see vision tower resulted in small nick to bladder neck. Physician able to repair tear. This issue of monitors flickering and going black has happened many times before, but without injury to a patient. Manufacturer response for davinci xi monitors, davinci xi (per site reporter). Manufacturer will arrive next week to troubleshoot the device.